Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to loss of capture (loc). Intrinsic sensing and pacing impedance measurements were within normal limits. Fluoroscopy of the lead indicated it was in an appropriate position. There was also loc when tested with the pacing system analyzer (psa). There were no abnormal issues seen on the shock electrogram (egm). It was reported this patient was not pacemaker dependent and did not experience and additional adverse patient effects.